Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that reporting caregiver was placing a 12fr foley catheter in the patient and as they were filling up the balloon after they could see urine in the tube, they had put in about 6cc sterile water catheter said to fill with 10cc, could hear a pop. The reporting caregiver finished putting in the rest of the sterile water, as they pulled on the catheter gently it all came out and the balloon was not inflated at all. The scrub tech went and got urology to see what we needed to do. Anesthesia said there would not be any fragments from the balloon, so they placed another 12fr foley without any issues. Urology resident came in and said they wanted to do cystoscopy to make sure there was not any fragments. Also looked at the foley that had popped and could not identify any missing pieces. Urology resident did the cystoscopy and could not see any fragments in the bladder, it was very distended, so they emptied the bladder and looked and did not see any foreign objects in the bladder.

Event description:
It was reported that reporting caregiver was placing a 12fr foley catheter in the patient and as they were filling up the balloon after they could see urine in the tube, they had put in about 6cc sterile water catheter said to fill with 10cc, could hear a pop. The reporting caregiver finished putting in the rest of the sterile water, as they pulled on the catheter gently it all came out and the balloon was not inflated at all. The scrub tech went and got urology to see what we needed to do. Anesthesia said there would not be any fragments from the balloon, so they placed another 12fr foley without any issues. Urology resident came in and said they wanted to do cystoscopy to make sure there was not any fragments. Also looked at the foley that had popped and could not identify any missing pieces. Urology resident did the cystoscopy and could not see any fragments in the bladder, it was very distended, so they emptied the bladder and looked and did not see any foreign objects in the bladder.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.